Event description:
The customer reported that the unit was showing error codes 8 and 10 upon power up and failed to boot up.

Manufacturer narrative:
The customer reported that the unit was showing error codes 8 and 10 upon power up and failed to boot up. The device was evaluated at philips, and the failure was verified. Replacement of the control pca resolved this reported issue. We are considering this a malfunction at the control pca.